Event description:
Customer reports via phone that during an undetermined urology procedure, the system would not fluoro. Physician aborted the procedure and rescheduled for (B)(6) 2014. Customer provided no further pt or procedural info, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Tech support troubleshot with customer reporting that with patient on the table, the system would not fluoro. Tech support had him power cycle the entire system but customer said the console still does not come up, then had him cycle power on the generator interface module (gim). This still did not work. They couldn't finish the case and asked for service. However, next day customer reported the unit is now working properly. They unplugged and replugged it and it fixed problem. They no longer required any service call.